Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event after a usual dinner announcement while using the ilet system guided by a cgm reading; the user did not confirm with a glucometer and treated the low with juice, yogurt with sugar, and a cookie, after which glucose rose to approximately 300 mg/dl before the system corrected toward target. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included self-treatment with oral carbohydrates and subsequent resolution without alarms, hospitalization, or reported injury. Investigation included customer education regarding ilet algorithm function, meal announcement practices, and adaptation period expectations. Investigation of this case revealed no device malfunction and suggested that treatment decisions based solely on cgm, coupled with multiple carbohydrate interventions, contributed to rebound hyperglycemia that the device then corrected. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user management factors during the adaptation period.